Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2249723-2026-0001854 in your database.

Event description:
It was reported by the customer via emergency support program line, that cs300 intra aortic balloon pump (iabp) had augmentation malfunction. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) medical center it was reported during a call with the emergency support program that the cs300 intra aortic balloon pump displayed high augmentation. When the patient arrived, systolic pressures were in the 50s with augmentations in the 150s. The nurse coworker confirmed that a fiber optic balloon was in use and the fiber optic signal was active. The esp reviewed screenshots showing appropriate waveforms with blood pressure of 64 over 43 mean 91 and augmentation of 161 and confirmed correct balloon positioning by x ray. The pressure scale gave the appearance of a dampened waveform due to the wide range displayed and a one to two assist screenshot showed reduced assisted values. The inner lumen was flushed but this did not change the waveform or values. Based on correct positioning appropriate waveforms and fiber optic signal use the esp concluded the high augmentation was due to the patients clinical condition following a recent heart attack. Troubleshooting confirmed the pump was functioning as intended and no patient harm or device malfunction was identified.